Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the result of the investigation is inconclusive for the reported electrode detachment issue. The definitive root cause for the reported electrode detachment issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: warnings 1. The wavelinq 4f endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. Cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. Packaging the wavelinq 4f endoavf system is supplied sterile and intended for single use only. Catheters are considered sterile only if the pouch is undamaged and unopened. The outer surfaces of the carton and pouch are non-sterile and must not be placed in the sterile field. Open the pouch using aseptic techniques so that its inner contents are delivered to the sterile field. The wavelinq 4f catheters are sterilized with ethylene oxide gas. H10: d4 (expiry date: 05/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a procedure, the electrode of the device allegedly detached from the catheter. The device was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during a procedure, the electrode of the device allegedly detached from the catheter. The device was removed and the procedure was completed using another device. There was no reported patient injury.